Event description:
It was reported that this right ventricular (rv) lead was explanted due to an unknown product performance issue. Further information was received that this lead exhibited high out of range pace impedance measurements causing the lead to be extracted and replaced. No additional adverse patient effects were reported. It is not expected to receive this lead for analysis since it was retained by the explanting hospital.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to an unknown product performance issue. No additional adverse patient effects were reported.